Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator via email that the percutaneous lead picture showed separation at the metal connector. The email also contained a log file which recorded a low speed hazard event caused by a loss of power. Add'l info received from technical support, that upon arrival, suspected percutaneous lead damage causing low speed events and pump stops found. An external percutaneous lead replacement was performed. All tests passed.

Manufacturer narrative:
The pump remains in use supporting the patient. A review of the device history records showed no deviations for mfg or quality assurance specifications. No further info is available. A supplemental report will be submitted when the device analysis is completed.